Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer went on a 5 mile family hike and on the way home the sensor was reading 73 with 2 arrows downward. However, the customer's blood glucose was 49 mg/dl. Caller declined troubleshooting and stated that they were able to treat the low blood glucose without any issues.